Manufacturer narrative:
The b5 summary has been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the powerload arms dropped the cot during unloading and that an emt sustained a back and neck injury as a result. No adverse consequence was alleged to have occurred to the patient. Upon evaluation by stryker field service, no defect was found with the unit that would have caused or contributed to the alleged event.

Event description:
It was reported that the powerload arms dropped the cot during unloading and that there was an injury to an emt as a result. No adverse consequence was alleged to have occurred to the patient. No specific injury details have been provided at this time